Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Additionally, it was reported that minimum fill notification was received. Reportedly, the cartridge had been filled with 120 units of insulin. The cartridge was successfully reloaded onto the pump to address the issue. Blood glucose level was 241 mg/dl.